Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed the self test. However, unit received an immediate restart during rewind followed by a pump error 3 alarm due to moisture damage found on the electronic assembly. Unable to perform the displacement test due to pump error 3 alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer also reported crack on insulin pump and it was neither drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.